Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: location of device unknown"), genital haemorrhage ("heavy and irregular bleeding") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 32-year-old female patient who had essure (ess205) (batch no. 620757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included essure (batch no. 626400) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude (close) fallopian tubes" on (B)(6) 2008 and device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's past medical history included multi gravida and parity 3 (live births: 03 ( (B)(6)2006, (B)(6) 1993, (B)(6) 1991)). Concurrent conditions included hypertension and dysfunctional uterine bleeding. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced complication of device insertion ("device only placed in left tube due to complications of poor visualization and patient moving intra-operatively. (Left side essure implant)"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced abdominal pain lower ("severe cramping / lower quadrant pain / pain"). In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain"). On (B)(6) 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection vaginal"), dyspareunia ("dyspareunia (painful sexual intercourse),") and dysmenorrhoea ("dysmenorrhea (cramping),"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first, second and third trimesters of pregnancy. The patient was treated with surgery (pelvic surgery on (B)(6) 2017) and surgery (hysteroscopy, dilation and curretage, and an endometrial ablation in (B)(6) 2010). Essure (ess205) treatment was not changed. Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, abdominal pain lower, pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection, dyspareunia, dysmenorrhoea and complication of device insertion outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, complication of device insertion, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure and essure (ess205). The reporter commented: on (B)(6) 2006 - essure tubal occlusion, left side done only. Complication: inability to get adequate uterine distention. Essure placement procedure: the essure device was released, thus leaving approximately 4-5 coils protruding into the tubal ostia. Throughout the placement of the essure coils, the visualization was extremely difficult to obtain. There was some leakage from the hysteroscope in one of the ports, and this was felt to have contributed to the poor visualization. Therefore, the hysteroscope was replaced, and a new one was used: however, there was still poor visualization of the uterine cavity. On (B)(6) 2008: hysteroscopy tubal implant essure coil, right side. On (B)(6) 2009: laparoscopic bilateral tubal ligation. Batch number: 620757 man date: sep-2006 exp date: aug-2008 . Batch number: 626400 man date: jan-2008 exp date: dec-2009 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: location of device unknown"), genital haemorrhage ("heavy and irregular bleeding") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 32-year-old female patient who had essure (ess205) (batch no. 620757) inserted on left side and essure (ess305)(batch no. 626400) inserted on right side for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude (close) fallopian tubes" on (B)(6) 2008 and device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's past medical history included multi gravida, parity 3 (live births: 03 ((B)(6) 2006, (B)(6) 993, (B)(6) 1991)). Concurrent conditions included hypertension and dysfunctional uterine bleeding. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2006, the patient had essure (ess205) inserted on the left side. On the same day, the patient experienced complication of device insertion ("device only placed in left tube due to complications of poor visualization and patient moving intra-operatively"). On (B)(6) 2008, the patient had essure (ess305) inserted on the right side. On (B)(6) 2008, the patient experienced abdominal pain lower ("severe cramping / lower quadrant pain / pain"). In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain"). On (B)(6) 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection vaginal"), dyspareunia ("dyspareunia (painful sexual intercourse),") and dysmenorrhoea ("dysmenorrhea (cramping),"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205 and ess305) during the first, second and third trimesters of pregnancy. The patient was treated with surgery (pelvic surgery on (B)(6) 2017) and surgery (hysteroscopy, dilation and curretage, and an endometrial ablation in (B)(6) 2010). Essure (ess205 and ess305) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, abdominal pain lower, pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection, dyspareunia, dysmenorrhoea and complication of device insertion outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, complication of device insertion, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure (ess205 and ess305). The reporter commented: on (B)(6) 2006 - essure tubal occlusion, left side done only. Complication: inability to get adequate uterine distention. Essure placement procedure: the essure device was released, thus leaving approximately 4-5 coils protruding into the tubal ostia. Throughout the placement of the essure coils, the visualization was extremely difficult to obtain. There was some leakage from the hysteroscope in one of the ports, and this was felt to have contributed to the poor visualization. Therefore, the hysteroscope was replaced, and a new one was used: however, there was still poor visualization of the uterine cavity. On (B)(6) 2008: hysteroscopy tubal implant essure coil, right side. On (B)(6) 2009: laparoscopic bilateral tubal ligation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: reporters details added. Event added as pregnancy (no complications), abnormal bleeding (vaginal, menorrhagia), infection (vaginal), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), patient did not undergo essure confirmation test, device only placed in left tube due to complications of poor visualization and patient moving intra-operatively. Previously reported "migration/perforation of essure coil" was further specified as "migration of essure device, location of device unknown". Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Two lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure coil") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/lower quadrant pain") and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (pelvic surgery on (B)(6) 2017). At the time of the report, the uterine perforation, genital haemorrhage, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: on or about (B)(6) 2006 and (B)(6) 2008, following discussions with her physicians plaintiff underwent the essure procedures. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.